Manufacturer narrative:
(B)(4). Analysis description: final analysis found that the insulation was abraded at 14.1 cm to 14.9 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely contributed to the reported loss of capture. The complaint of lead fracture was not confirmed.

Event description:
It was reported that the patient experienced syncopal episodes and was given a holter monitor. The right ventricular lead exhibited loss of capture. Fluoroscopy revealed that the lead was fractured. The lead was explanted and replaced.